Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Procode is krd/hcg. The initial reporter phone is not available / reported. [Conclusion]: the healthcare professional reported during an endovascular embolization procedure, the physician attempted to deploy an 8mm x 13.6cm micrusframe 18 coil (mfr180813 / k10699), but the coil would not detach. Multiple attempts were made and the staff believes that the enpower detachment control box (dcb2000500) is not functioning correctly. The physician had to remove the coil from the patient and switched to stryker coils. There was no delay reported. The complaint coil was successfully removed from the patient and the replacement stryker coil was used. The procedure was successfully completed. There was no negative patient outcome as a result of the reported issue. On 06-oct-2022, additional information was received. The information indicated that the coil embolization procedure was targeting an anterior communicating artery (acom) aneurysm. The coil was not stretched when it was removed; it was still attached to the delivery system when it was removed from the patient. A pre-deployment check was performed. The fault light was not seen during the case. Upon pressing the power button, all the lights did illuminate and the green system ready light did illuminate. It was not known if the detachment light illuminate and the audible signal beep was heard. All connections fit without the application of force. Based on complaint information, the device is not available to be returned for analysis. A review of manufacturing documentation associated with this lot (k10699) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Failure to detach is a known potential issue associated with the use of this device. The instructions for use (IFU) contains several precautions related to this issue and includes instructions for troubleshooting the situation should it be encountered during use. With the information available and without the complaint product available to be returned for analysis, the reported issue in the complaint cannot be confirmed. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported during an endovascular embolization procedure, the physician attempted to deploy an 8mm x 13.6cm micrusframe 18 coil (mfr180813 / k10699), but the coil would not detach. Multiple attempts were made and the staff believes that the enpower detachment control box (dcb2000500) is not functioning correctly. The physician had to remove the coil from the patient and switched to stryker coils. There was no delay reported. The complaint coil was successfully removed from the patient and the replacement stryker coil was used. The procedure was successfully completed. There was no negative patient outcome as a result of the reported issue. On 06-oct-2022, additional information was received. The information indicated that the coil embolization procedure was targeting an anterior communicating artery (acom) aneurysm. The coil was not stretched when it was removed; it was still attached to the delivery system when it was removed from the patient. A pre-deployment check was performed. The fault light was not seen during the case. Upon pressing the power button, all the lights did illuminate and the green system ready light did illuminate. It was not known if the detachment light illuminate and the audible signal beep was heard. All connections fit without the application of force.